Manufacturer narrative:
B5: it was reported the cause of the peritonitis was due to a bowel perforation, further specified as ¿bowel leak¿. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient presented to the emergency room for another indication. Subsequently, the day after event onset, the patient was hospitalized. On an unknown date, the patient was treated with vancomycin, gentamicin and cefepime. Thirteen days after hospital admission, the patient was discharged and transferred to an inpatient rehab facility. The patient was recovering from the peritonitis event. On an unknown date, the patient was transferred to hemodialysis therapy. Based on information received, the baxter unknown disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. On an unreported date, the pd catheter was removed. No additional information is available.